Event description:
The customer contacted physio-control to report that their device would reset itself after being powered on. The customer further advised that he would press the on button and the device would reset itself three (3) times and then shut off, never fully powering on. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio then replaced the system pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.